Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found the plunger head full of contamination. Review of the pump history log found syringe plunger error. The reported customer complaint has been confirmed during visual inspection, and the problem source has been determined to be user interface. All parts of the plunger head were replaced as a result. This issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump.

Event description:
Information was received that device has syringe plunger error. No patient involvement.